Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited inappropriate shocks and anti-tachycardia pacing (atp). The therapy did not convert the rhythm. Upon review, technical services (ts) stated that there was no atrial lead present and right ventricular auto threshold (rvat) testing was successful. The presenting electrogram (egm) showed the device operating as programmed. This device remains in service. No adverse patient effects were reported.